Event description:
Maintenance division found 250 plus of impact instrumentation 325m suction apparatus defective upon inspection prior to issue. Cases are cracked. Cracks are located at various rivet points on case.